Event description:
Medroxyprogesterone acetate was drawn up in and eclipse needle and syringe. The needle was changed to eclipse 22 g, 1" - upon administration into the deltoid, the syringe "locked up". The medication would not push. The needle was changed to a different eclipse 22g 1" needle and the medication was successfully administered in the opposite deltoid.